Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer's wife reported death of husband. Caller stated that husband had infused two vials of insulin. The paramedics were called. The last blood glucose reading was 74 mg/dl. Caller stated that cause of death was suicide. Customer was depressed entire life and had other health issues. Customer was not wearing the insulin pump at the time of death. Nothing further reported.